Event description:
Surgery had begun for an endoscopic transsphenoidal pituitary tumor resection. Physician who began the case was using a pair of endoscopic scissors. As he was using the scissors, one of the scissor blades broke off in the pt's nose/sinuses.